Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the black box and alarm history showed call service 088 watchdog died alarms. The returned battery cap was undamaged and was able to fit. A hard call service 069 alarm was reproduced during the rewind step. The pump cover was removed to find no intermittent conditions to the printed circuit board. The communication alarm complaint was unable to be adequately investigated due to the call service alarm.